Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital with feelings of syncope. The clinician was inquiring if a field representative could check the device.